Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat aseptic loosening of the tibial tray at the cement to implant interface. In addition to the previously indicated adverse symptoms prior to right knee revision on (B)(6) 2019, the patient was also experiencing the following: effusion, warmth, stiffness, numbness, and tingling. During the revision, the surgeon noted removal of osteolysis around the femur. The tibial tray, tibial insert, and femoral component were revised. The patella component was retained. The patient was revised with depuy components and two depuy cement products. There were no indicated intra-operative complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019; right knee.